Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirm that the system will not completely boot up. Review of the system log file showed that flex viewing pc for flex vision was not reachable on the control network. Upon troubleshooting rse checked network connection between suite pc and flex viewing pc for flex vision and checked whether ethernet switch was active or not. To resolve this issue, rse instructed customer to replace flex vision computer. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not boot up and was stuck at 00:00. The device was in clinical use at the time of the event. No patient or user harm was reported. A philips remote service engineer (rse)was in contact with the user and instructed the user on how to replace the flexvision computer. Philips has started an investigation into this complaint.